Event description:
It was reported that the patient developed unclear events that were synchronous with the vns stimulation. The stimulator was programmed off and the event stopped. The patient was no longer having seizures at that time, and requested to have the device explanted as it was bothering her. The patients device was explanted. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.